Event description:
When the surgeon tried drilling the hole for the screw; the drill bit bent. He felt that the drill bit was blunt. He then proceeded to advance the screw where he had drilled. At this point; the flexible hex shaft broke/sheared. To complete the screw placement; he tried a solid hex shaft and in using this; the screw itself broke. At the time; the surgeon was asking if he should have tapped before placing the screw. But no tap is in the set and the screws are self tapping.